Event description:
The patient contacted animas on (B)(6) 2012 stating the up button had been intermittently unresponsive since getting the pump. It was reported that the keypad fell off the pump and had started to peel two months earlier. The patient denied trauma to the pump and denied exposure to water. The patient reportedly wore the pump under garment against the body and did not clean the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn and was missing from the up arrow button to the bottom of the keypad area, exposing all of the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The contrast, up arrow and down arrow buttons were responsive. The ok button was intermittently unresponsive. The remainder of the keypad cover was removed for investigation and did not reveal any contamination under the button contacts; however, the ok button contact was misaligned.